Event description:
It was reported that about one week ago, the patient's hearing sensation got soft and softer within some seconds accompanied by disturbing noises. Then the patient was no longer able to hear with her ci. Exchanging the external parts did not improve. Testing showed that the device has malfunctioned. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.